Manufacturer narrative:
Field service specialist (fss) was on site and checked the laser. After reviewing the error logs error 05-004: zl #2 was present. After the system was inspected, nothing was found except for the large amount of lint accumulated inside the system. The system was cleared of lint and the zl encoders checked and cleared of any lint. There were no more reports of that happening since the original report and no issues reported since the service original notification was completed on 06/28/21. Daily alignment verifications and mock treatments were completed during that original notification service call. The customer was told about their lint issue. It is possible that their excessive lint issue is caused by the type of blanket they use on their patients during treatments. They are aware now of the issue and said they would try to change the use of their current blankets. A review of the records related to this equipment that included labeling, manual, trending, and risk documentation reviews for this equipment were performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the system stop with 2.9 seconds left in the treatment. The patient was removed and the surgery was completed.